Event description:
A philips field service engineer (fse) evaluated the device and confirmed and clarified the reported symptom to be that the device would not fully boot up. Once it got to the splash screen, it would restart. The problem was traced to a faulty power pca. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.